Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vf episode, overcurrent detection was observed. The patient was in good condition. No further information was available.

Event description:
New information received notes the device was explanted and replaced. The patient was in good condition.